Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6).

Event description:
The initial reporter received a questionable sodium electrode assay result for one patient's sample tested on the cobas pro ise analytical unit. The initial result from the analyzer is 141 mmol/l. The repeat result from a cobas pure c 303 analyzer is 133 mmol/l. The questionable result was not reported outside the laboratory. The repeat result was deemed correct.